Event description:
Baxter reported one incident of a blood leak with the psn 140 dialyzer noted during patient treatment. No patient injury or medical intervetion was reported per complaint coordinator.